Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, the sheath was inserted into the left atrium, and a non-abbott (biosense webster) octaray catheter was inserted for mapping. After mapping, negative pressure was applied to aspirate through the side port, and air was drawn. Multiple attempts were made to aspirate the air, but it could not be fully removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air embolism was observed in the patient.